Event description:
It was reported that when using the foley catheter in operating room, catheter naturally removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when using the foley catheter in operating room, catheter naturally removed.

Manufacturer narrative:
The reported event is unconfirmed. Visual: received (4) photo samples. Photo (1) show a 2 way all silicone catheter with sample port and syringe. Photo (2) shows balloon and catheter tip. Photo (3) shows verified material number 119314 and lot number ngjx0313. Photo (4) shows packaging label with manufacturing number mykn5225. Functional testing was not possible based solely on these photos. Functional: received 1 all silisone foley catheter with syringe. Visual inspection noted no obvious observations. Using the returned syringe, the balloon catheter was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water). Upon inflation strong resistance was encountered and only 2ml were able to inject. No leaks present. Dissected balloon to inspect perforation notch. Perforation notch completely perforated, and 0.025 pin gauge fitted with no issues. As the reported event is unconfirmed, a device history, risk and labelling reviews are not required. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.